Event description:
The plaintiff's attorney alleged that the decedent on or about (B)(6) 2008, expired on an unk origin, while undergoing dialysis.

Manufacturer narrative:
This is one event for the same pt involving two separate products.